Event description:
It was reported via medwatch, "staff member was attempting accucath placement. Walked the needle in, met some resistance once trying to advance the guide wire. Unable to pull back guide wire so safety deployed. The guide wire broke - part of it remaining under the pt's skin. Unable to be retrieved from pt."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3681 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed but the exact factors remain unknown. Two accucath devices were returned for evaluation with a written note indicating lot: refz3681. An inspection of the two devices revealed the first sample to contain a fractured guidewire and the second sample to contain no apparent issues. The catheters corresponding to both devices were not returned. The guidewire length of the first sample measured to be 1.6 cm past the device housing and guidewire from the second sample measured to be 6.5 cm past the device housing. The fractured segment of the guidewire was not returned. Microscopic inspection of the fractured guidewire revealed the distal end to contain a slight curve. The fracture plane appeared to be slightly uneven; however, no jagged peaks or angled splits were noted. The event description indicates resistance was experienced during insertion and when attempting to advance the guidewire. The product instructions for use (IFU) contains warnings which may have prevented the fracture of the guidewire. The warnings state, ¿warning: do not force or retract the guidewire. Retracting the guidewire may increase the risk of guidewire damage. If the guidewire must be retracted, remove the entire device to prevent the needle from damaging or shearing the guidewire. Since the guidewire was found to be frayed, the complaint is confirmed; however, the exact factors leading to the resistance and fracturing of the wire remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via medwatch, "staff member was attempting accucath placement. Walked the needle in, met some resistance once. Trying to advance the guide wire. Unable to pull back guide wire so safety deployed. The guide wire broke - part of it remaining under the pt's skin. Unable to be retrieved from patient. Additional information received: explant date: unable to remove broken needle from patient. Did the patient require surgery to remove the broken piece? Felt to be a greater risk to remove than to leave in place was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No harm but product retained.